Event description:
The customer reported that an 840 ventilator had an erratic display. Malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The unit passed all extended self-testing.

Manufacturer narrative:
(B)(4).